Event description:
During the pre-dilation of an unknown lesion this balloon would not inflate. There is no information as to the characteristics of the lesion. The balloon was safely removed and another balloon of the same size was used to pre-dilate the lesion. After the lesion was pre-dilated a palmaz genesis aviator stent delivery system (sds) was advanced over the wire, towards the lesion. As the sds was being advanced, the physician noticed that the stent was kinked and was safely removed from the patient. Another genesis stent was used to complete the procedure. There was no reported injury to the patient.